Event description:
It was reported there was intermittent shocking going down the patient's torso to their legs. The shocking sometimes started in their back and moved up into their head and down both arms. Shocking normally occurred when the patient was bending, twisting, or reclining. Shocking happened whether device was on or off and started after an automobile accident in (B)(6) 2013. The patient's battery was discharged and troubleshooting was not possible. It was noted the battery had been discharged for approximately a week and a half. Patient was able to recharge battery and another appointment was scheduled to troubleshoot device. It was later reported use of the antenna locate feature resulted in a power on reset (por) being displayed and then a normal charging screen.

Event description:
Additional information received reported that the patient was going to meet the company representative to trouble shoot or reprogram the device, but the patient did not meet the representative. It was stated that the patient had "some type of procedure" on that day and was unable to drive to the appointment. The following day it was reported that the patient was going to meet the representative again, but had "some type of injection or procedure" earlier on that day. The patient was unable to "get back out". The patient was going to call the representative when she was ready to schedule an appointment. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was further reported that the doctor had not seen the patient since 2013 (B)(6). It was noted that at that time, post-motor vehicle accident, there was no neural defect seen. The patient's CT was ok.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient experienced pain and discomfort. It was noted that the patient¿s device wasn¿t charging. It was noted that the last time the patient felt stimulation was about a week prior to their last recharge session.